Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet reported elevated blood glucose at 220 mg/dl during a supply change and received troubleshooting and education over the phone, after which a follow-up showed blood glucose back in range at 163 mg/dl. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed no device malfunction and no alert activity, and the cause of the transient hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.